Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a physician via sales rep. This case concerns a male pt of unk age who developed "right knee painful", "right knee swollen" and "right knee was effused" after receiving treatment with synvisc. No other medical history, past drugs, concurrent condition or concomitant medication was reported. On an unspecified date, the pt initiated treatment with synvisc injection (frequency and route: unk; lot/batch number: (B)(4) and expiration date: 30-apr-2016) at a dose of 2 ml three times for osteoarthritis. On (B)(6) 2014, the pt received third synvisc injection. It was reported that this was a bilateral injection. On (B)(6) 2014, the pt follow up with doctor. The same day, pt had arthrocentesis of right knee and 105 cc of clear fluid was aspirated. The pt's right knee was swollen and painful and pt was treated with steroid. The pt was doing fine at the time of reporting. Action taken: no action taken. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.